Event description:
Patient's mother reported an alleged leak around the opening where the PICC goes into the skin on her son. She reported that the PICC was removed and a new one was placed in the other arm.

Manufacturer narrative:
The device has not been returned to the manufacture, at this time, for evaluation. A lot history review (lhr) of reyg1827 showed no other similar product complaint(s) from these lot numbers.